Event description:
Customer's ot ultra meter would not display the '888' or code number when the test strip was inserted into the meter. The issue was unresolved with troubleshooting. The customer did not experience any adverse event. The customer also reported the meter was reading inaccurately low, but that was based on an invalid comparison between the customer's meter and the md's meter. The meter has been replaced for the customer.